Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is experiencing persistent pain at her ipg implant site. The ipg is positioned in the pocket at an angle causing difficulty in recharging. The pt is working with her physician for a possible revision.